Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: plug unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, circuit board unit in suction connector has corrosion due to water leakage, due to wear of angle wire the bending angle in the up direction does not meet the standard value, adhesive on the bending section cover has wear, due to clogging of the jet tube in the control unit the water cannot be supplied. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope experienced error code e216 (scope communication error code). The instrument was cleaned and dried but the error was uncorrected. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: jet tube clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.